Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that no breakage was confirmed on an unknown date six weeks after surgery. The plate was found to be broken on an unknown date eight weeks after surgery. The initial implant date was on (B)(6) 2014. The broken plate remains in the patients body, this incident required an external fixation of the affected part. The patient has stayed in the hospital to do rehabilitation since the surgery. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that another revision procedure occurred on an unknown date to remove the devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID and weight are unknown. A manufacturing evaluation was completed: the plate broke through the locking compression plate (lcp) combi-hole in the plate head. The plate is made of ticp (commercially pure titanium). The examination of the raw-material inspection sheets of the supplier and manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards. The dimensions of the investigated plate were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The right fracture surface of the proximal fragment of the plate showed large areas of abrasion and was therefore impaired for investigation. It was noted that at one location the anodic layer had become discolored at the bottom side of the plate. When examining the fracture surfaces of the proximal fragments of the plate using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the medial side (upper side) of the plate at the transition to the hole on both sides of the hole and ran into the material. After breaking the two fragments rubbed against each other causing more destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed sizable areas of structured breakage (crystallo-graphic oriented fatigue fracture). Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and over-load. Based on the topography of the fracture surface of this tomofix tibia head plate, it can be concluded that the plate was subjected to moderate dynamic bending loads, one sided. Constantly alternating bending loads, load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.